Event description:
The explanted device was returned to the company without prior notification from the center. The patient reportedly had pseudomonas. The patient was reimplanted with another advanced bionics cochlear implant.